Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that during this right ventricular (rv) lead implant, there was a sharp 90-degree angle, to get to the inferior vena cave. A firm stylet was used, and 20 or more rotations were turned and it was noted that, the helix may not have extend all the way. The physician tried placing the lead in the septal wall and r-waves measured at 2-5, with no capture. The helix was then partially retracted and another placement in the apex was tried. However, there was no sensing and no capture. When a different stylet lead was tried, the lead had tons of noise. This rv lead was then removed and successfully replaced. No adverse patient effects were reported. This product has been returned for analysis.

Event description:
It was reported that during this right ventricular (rv) lead implant, there was a sharp 90-degree angle, to get to the inferior vena cave. A firm stylet was used, and 20 or more rotations were turned and it was noted that, the helix may not have extend all the way. The physician tried placing the lead in the septal wall and r-waves measured at 2-5, with no capture. The helix was then partially retracted and another placement in the apex was tried. However, there was no sensing and no capture. When a different stylet lead was tried, the lead had tons of noise. This rv lead was then removed and successfully replaced. No adverse patient effects were reported. This product has been returned for analysis. This report will be updated, upon analysis completion.